Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted.

Event description:
The customer contacted a 3rd party service agent to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Physio requested the device's downloaded memory for review, where it was observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0), which could inhibit the device's ability to provide defibrillation therapy, if necessary.